Manufacturer narrative:
Customer requested return unrepaired.

Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. The ventilator was returned to the customer unrepaired per the customer's request before the manufacturer could evaluate the device.